Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-12077. It was reported the patient experienced high impedances. Reportedly, one of the leads were fractured. Surgical intervention may occur later to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-12077. It was reported that the patient's lead was replaced (B)(6) 2018. Effective therapy has been established post operatively.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2018-12077.